Event description:
"All 3 channels failed while infusing". The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Attempts were made by baxter quality management to obtain extra information regarding details of failure, patient status, medical intervention, age of patient, and the medication involved but no additional details are known.